Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold and one opening curved on the anterior. A microscopic analysis was performed which identified: one striated opening on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. A nick striated due to surgical tool scratch like.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.